Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. It was found that the motion control box required replacement. The part was replaced and the issue was resolved. The replaced part has not been received by the manufacturer for evaluation. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that the imaging system gantry was able to move in all directions, but the motion calibration could not be completed. There was no patient present when this issue was identified. No additional details were provided.